Event description:
The pt's caregiver was aspirating secretions from pt's airway-the tracheostomy, when the motor on the aspirator cut-out, stopped. This happens intermittently, without warning. The pt is unable to breath with the secretions in the airway plus the suction catheter sitting in the tracheostomy tube. This cutting out of the motor had happened with multiple units.